Manufacturer narrative:
The serial number for this device was previously reported as (B)(4). This report notes the correct serial number.

Event description:
It was reported that the patient received inappropriate antitachycardia pacing (atp) due to a decrease in r-waves which resulted in t-wave oversensing. The pace/sense portion of the lead was capped and replaced. The defib portion is still in service. There were no adverse consequences for the patient.